Event description:
The pt is a (B)(6) female with a diagnosis of atrial flutter. She was scheduled for a heart ablation procedure on (B)(6) 2013, to be performed in the electrophysiology lab. During the procedure, which was under conscious sedation, the pt complained of burning in her back. It was determined that this was coming from the grounding pad used with the rf ablation equipment. The grounding pad was removed and replaced with a new pad in a different location on her body. The pt had no further complaints for the remainder of the procedure. The pt was examined post-procedure and there was evidence of a minor burn with a small blister present. Topical ointment was applied to the affected area.